Manufacturer narrative:
(B) (4).

Event description:
It was reported that the doctor fixed the anchor according to the manual, but the catheter was coiled up between the anchor and sleeve. The patient did not develop withdrawal symptoms. On (B) (6) 2010, a catheter replacement was done. It was confirmed that the suture for the anchor fell away and the catheter has slipped down into the pocket. The doctor indicated that the suture was not firm enough and it broke at the fascia; "the suture should have been deeper into the fascia." The patient outcome was "recovered."